Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed a power flush. Instrument logs were reviewed, and sample integrity issues were identified. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00309 on 27-nov-2023. Additional information (13-dec-2023): siemens further evaluated the event and reviewed the customer¿s centrifuge settings. The customer was using the improper centrifugation speed and did not follow the tube manufacturer's recommendations. The customer adjusted the centrifugation time to the recommended manufacturer settings and resolved the issue. Siemens concluded that sample integrity issues contributed to the falsely depressed sodium (na) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.